Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 corrected: h4. The reported event has been confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial left tha on (B)(6) 2008. Patient was revised on (B)(6) 2014 due to elevated metal ions and polyneuropathy. During the revision the cup was removed and replaced with a new one. Stem was retained and found to be well fixed. Examination notes indicate on september 19, 2014 patient reported severe neuropathic pain in both feet worse when walking. Patient reports improvement with neurontin. It was also noted there was hair loss about 5cm above the ankles, dysesthesia in both feet. There is a decrease in blood metals. No other findings reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: us157854 m2a-magnum pf cup 54odx48id 034100. 157448 m2a-magnum mod hd sz 48mm 412540. G2: foreign: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, the patient was revised due to elevated metal ions. Stem was retained; shell and head were revised without complications.